Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The complaint of catheter breakage with embolization is confirmed. The complaint sample returned is incomplete, the characteristics of the damage found on the returned tubing is consistent with a tensile break. The user indicates "after treatment was completed, the user attempted to remove the catheter but failed. He passed a snare wire through the catheter and grasped the tip of the catheter with the snare. When he withdrew it, the catheter was broken and a 5-mm fragment was left in the pt body." The break in the catheter is located 1.7 inches distal to the 5 cm depth marker. No other complications with this device are known. This implies the device functioned as designed until removal of the device. Secondary to the catheter break gross and microscopic examinations revealed what appears to be a white fibrous material adhering to the od of the catheter. This material is concentrated on the blue radiopaque stripe. This residual material residues between the 5 and 25 cm depth markers. The complainant indicates the break in the tubing occurred during the removal process. At this time the cause of the break is undetermined. Gross visual and microscopic examinations, functional and tactual testing shows to evidence of a defect or deformity related to the manufacturing process.

Event description:
(B)(6) 2013, the catheter was placed into the right median brachial vein in a (B)(6) year old female pt for chemotherapy and blood transfusion. Around (B)(6) 2014 - after treatment was completed, the user attempted to remove the catheter but failed. He started to administer urokinase to the pt to dissolve a blood clot. (B)(6) 2014, after 1-week administration of urokinase, the user attempted to remove the catheter, but failed again. He passed a snare wire through the catheter and grasped the tip of the catheter with the snare. When he withdrew it, the catheter was broken and a 5-mm fragment was left in the pt body.